Event description:
It was reported that the patients implantable pulse generator (ipg) protruded and caused soreness. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.